Manufacturer narrative:
Clinical evaluation performed by medical affairs department: femoral component revision surgery performed 6 years after cementless total hip arthroplasty. No information concerning patient age, general health status and comorbidities is available. Radiographic image provided shows an abnormal bone reaction but no element is available to define the causes of this. The reason of this event cannot be determined on the basis of information collected. There is no reason to suspect a faulty device. Batch review performed on 29-july-2019 by regulatory affairs department. Lot 110559: (B)(4) items manufactured and released on 13-apr-2011. Expiration date: 2016-03-31. (B)(4) item has been resterilized and released on 07-oct-2015, expiration date 2020-09-15. No anomalies found related to the problem. (B)(4) items have been resterilized and released on 26-july-2016, expiration date 2021-07-06. (B)(4) item has been resterilized and released on 24-oct-2016, expiration date 2021-10-03. (B)(4) item has been resterilized and released on 23-nov-2016, expiration date 2021-11-08. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to a loose stem. The surgeon revised the stem and head 6 years and 1 month after primary. The surgery was completed successfully. We were informed about the event on august 20th, the revision surgery has been performed on august 26th.